Event description:
A (B)(6), male, pt, called zoll customer support to report that his electrode belt had a cut cable and that he was receiving check therapy electrode and adjust belt or check belt messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. The reported problems (adjust belt or check belt messages, check therapy pad messages, and damaged cable or wires exposed) were confirmed. Upon receipt, the trunk cable was cut with exposed wires and the electrode belt failed the pulse lead hi-pot test and the fall-off test. The cause for the alarms and the test failures was open blue (can l) and black pulse wires in the trunk cable insulation. The root cause for the cut cable and open wires cannot be positively determined but is likely physical abuse. No adverse event resulted from the open wires. The pt received a replacement electrode belt.